Manufacturer narrative:
The physician allegedly removed the broken proximal end of the device on the right side and sutured the remainder of the ribbon. The physician reportedly used the same technique for the device on the patient's left side. It was reported that the patient's right side fell. At this time the physician stated he was not surgically repairing the site.

Event description:
The physician performed an endotine ribbon procedure on a patient who had a "turkey neck". The physician reported that approximately one week after the procedure, the ribbon on the right side fractured. After another week, the physician reported that the device on the left side fractured.